Event description:
The customer reported an inability to acquire all leads of a 12 lead ECG. There is no reported patient involvement.

Manufacturer narrative:
(B)(4). The device was sent to the philips bench for evaluation. The reported symptom was reproduced and isolated to the ECG connector block. The connector block was worn. The ECG connector block was replaced to resolve the issue. The device passed all testing and was returned to the customer site.